Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. .

Event description:
It was reported to philips that the device was not recognizing the installed therapy cable. The device was not in use on a patient.